Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes 107/204) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to solder splattering across the v1004 component and ground on ca board. The root cause for the splattered solder could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving service codes 107 (mult abnormal shutdowns) and 204 (belt/monitor unusable).